Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardiac monitor exhibiting under-sensing due to loss of contact. There had been a reduction in the transmission of false pause episodes since the device software was upgraded. The patient was in stable condition. No further interventions were reported.